Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left anterior descending artery. Pre-dilatation was performed. The 2.5 x 38 mm xience xpedition stent was placed in the main branch. The second 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but could not cross through the stent strut cells of the implanted stent. Dilatation was performed to open the side stent struts and fully appose the stent to the vessel wall. A 2.5 x 15 mm xience xpedition sds was then used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.